Event description:
It was reported via phone call, that the customer's insulin pump fell and now it has a loose drive support cap. Customer's blood glucose levels at the time 107 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.